Event description:
It was reported that the pacemaker (pm) exhibited high threshold and remained at high output mode (hom) alert. No intervention or procedure was performed. The patient had no consequences.

Manufacturer narrative:
The reported event of the device being in high output mode was confirmed. Final analysis determined that the telemetry channel was opened during the loss of capture recovery, resulting in the device to be in high output mode. The algorithm is performing per design.